Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable broken at the distal clevis hub. Broken cable segment that contains the crimp was still installed in the clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the wires were coming out of the end of the permanent cautery hook instrument. There was no allegation of harm or injury or reports of fragments falling into a patient.